Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring at reservoir tube, serial number label missing, keypad overlay texture damage, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken at the reservoir compartment. The retainer ring and o-rings were missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.